Event description:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of device dislocation ("right side is migrated") and the second episode of device dislocation ("left side is missing") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criterion medically significant) and the second episode of device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the last episode of device dislocation outcome was unknown. The reporter provided no causality assessment for the first episode of device dislocation and the second episode of device dislocation with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.